Event description:
The physician reported on 30-day follow up form for a patient implant 2 months prior; patient had retroperitoneal bleed which was resolved with surgery to evacuate hematoma and repair external iliac artery.

Manufacturer narrative:
H6. Review of lot records/work orders. Prior reports. No issues were noted.